Manufacturer narrative:
One pacing catheter with monoject 1.5 cc limited volume syringe was returned for evaluation. The balloon did not inflate due to an interlumen leakage in the backform between the balloon inflation lumen and the pa distal lumen. The proximal injectate lumen was patent without any leakage or occlusion. No visible damage to the balloon latex, catheter body or returned syringe was observed. An x-ray was taken of the backform but no void or air bubbles were observed. Further testing confirmed the leak to be occurring from inside the backform. A cut down of the backform was performed and examination found the leakage to be occurring at the end of the distal and inflation extension tubes inside the backform. It appears that the end of the catheter tube did not bond during the back forming process. Balloon inflation testing was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at magnification 20x and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. The customer report of balloon inflation issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was reported that the balloon did not inflate on the first day of use. Liquid leakage was also observed. There were no patient complications reported.